Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. All 3 sensors passed per spec with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
Customer reported differences between her blood glucose and sensor glucose readings. Customer's blood glucose was 496 mg/dl and sensor glucose was 88 mg/dl. The customer had treated his high blood glucose with a manual injection. He also stated that he was a brittle diabetic and was concerned about the large discrepancy between his readings. It was found the customer had input their blood glucose values correctly and timely. The customer was advised that the fluctuations between his readings can be due to adhesive or motion issues. No additional information provided.